Manufacturer narrative:
(B)(4). As reported, the user reported that tip of the si brite tip 6f 11 cm str was closed. There was no patient injury reported. The product did not look normal when taken from its packaging. The problem was noticed before using the product during prep. The tip of the dilator was kinked or bent. The sheath itself was closed. The procedure was continued with another sheath. The procedure was successfully completed. Additional information received indicated that the vessel dilator was received and it was observed ripped from the distal tip and a piece of the vessel was missing. The damage was confirmed by the affiliate. A non-sterile cannula sheath introducer 6f along with a non-sterile vessel dilator 6f were received inside a plastic bag. Per visual analysis, the vessel dilator was observed ripped from the distal tip and a piece of the vessel was missing. No other anomalies were found. Functional test could not be performed due to condition in which the unit was received for analysis. (Vessel dilator ripped and a piece of the vessel inside the stopcock). A meeting was held with the pet to review the complaint unit. During the analysis of the unit, it was found that the missing part of the vessel was inside the stopcock. Per pet investigation, there is no interaction between these two components (vessel dilator and stopcock) during the manufacturing process that could lead to this failure. A review of the manufacturing documentation associated with lot 17685387 was performed and it was found that no defective units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. The complaint reported by the customer as ¿catheter sheath introducer (csi) - obstructed¿ was not confirmed. However, during the analysis of the unit with the csi pet team, it was found that the missing part of the vessel was inside the stopcock. Therefore, the exact cause of the event reported could not be conclusively determined as part of the manufacturing process since, according to the csi production line flow, the vessel dilator is manufactured at a subassembly level, and enters the line in the components loading station. The side port ¿stop cock¿ is part of the line flow, and by the time the vessel dilator is loaded into the tray, the stop cock is already loaded in the tray; therefore, there is no interaction between these two components (vessel dilator and stopcock) during the manufacturing process that could lead to this failure. According to the product instructions for use, users are cautioned that if increased resistance is felt upon insertion or withdrawal of the csi, investigate the cause before continuing. If the cause of the resistance cannot be determined and corrected, discontinue the procedure and withdraw the csi. Neither the DHR review nor the product analysis suggests that the reported event could be related to the csi manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
As reported, the user reported problem with tip of the si brite tip 6f 11 cm str that was closed. There was no patient injury reported and the product will be returned for analysis. The product did not look normal when taken from its packaging. The problem was noticed before using the product during prep. The tip of the dilator was kinked or bent. The sheath itself was closed. The procedure was continued with another sheath. The procedure was successfully completed. Additional information received: the vessel dilator was received and it was observed ripped from distal tip and a piece of the vessel was missing. The damage was confirmed by the affiliate.